Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, charge/battery lasts less than expected, prime/fill anomaly, and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. The customer reported a short battery life or a low battery alarm. The customer reported a keypad anomaly and/or stuck button alarm. It was unknown whether the customer will continue to use the device. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which runs horizontally across about where the bottom of the battery compartment is located, faded serial number label, missing display window cover, cracked middle (enter) keypad button, scratched keypad overlay. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Finally no louder than normal motor rewind/prime were noted compared to other pumps. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool does not list any 61=stuck key alarms. The adapt tool does not list any battery related alerts/alarms around the event date. The adapt tool does list some pump error 53s which could potentially trigger a critical pump error (open book image), but they occur way before the event date. The case was cut open. After visual inspection, there are signs of previous moisture presence on the front side of the board on the lcd flex cable assembly. In summary, the customer¿s report of keypad buttons are harder to press, short battery life and louder prime/rewinds all were not confirmed during testing. The pump does not meet specs due to the signs of previous moisture presence inside the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.